Event description:
Boston scientific received information that this system was exhibited a rise in shock impedance measurements from 80 ohms to 150 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A revision procedure was performed and this lead was removed from service and replaced. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed additional testing for this system. This product issue will be re-evaluated if additional details are received.